Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of a faulty reservoir set. The customer stated that there are air bubbles on the o-ring. The customer declined to perform hp test. The customer will call back.